Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 420 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Blood glucose was high since she had steroid. Customer declined troubleshooting. Customer also reported failed battery test and no delivery alarm. Customer stated that the insulin exited. The device will not be returned for analysis.